Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was being manipulated and became "tangled" with the right ventricular lead. The lead seemed to be stuck and was damaged when "pulled out with brute force." The lead was not implanted. No patient complications have been reported as a result of this event.